Event description:
During a colonoscopy with intervention and biopsy polyp, the boston scientific (bs) resolution 360 clip take control hemostasis clip failed to deploy after 6mm polyp removal in the descending colon. A second clip was opened, and the case continued without difficulty. The first clip was sent back to bs for evaluation. Colonoscope (endo) (B)(4) pediatric, used during procedure.